Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that a wheel was slightly loose. The defective parts were repaired.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the wheel was non-functional. There was no patient involvement reported.